Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure for incessant ventricular tachycardia/vt storm with a thermocool smarttouch uni-directional catheter and suffered cardiac arrest requiring defibrillation, cardiopulmonary resuscitation (CPR), extracorporeal membrane oxygenation (ECMO), and a left ventricular assist device (lvad). Patient also suffered a vessel perforation requiring surgical intervention. During the procedure, the patient became hypotensive. Resuscitation efforts included defibrillation 4-5 times, CPR, ECMO, and an lvad. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of this adverse event. Patient outcome was improved. Medical history includes severe left ventricular ischemia and multiple episodes of ventricular tachycardia. Physician's opinion regarding the cause of the adverse event is that it was related to patient condition. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.